Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that there was an occlusion. Customer's blood glucose level at the time 300 mg/dl. Troubleshooting occurred. Advised reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.